Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a prograsp forceps instrument. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.